Event description:
It was reported that prior to the implant procedure of a transcatheter valve, a coronary artery bypass graft (CABG) was performed and the patient had pre-existing mild aortic regurgitation, moderate mitral regurgitation, type 1 bicuspid valve, ejection fraction (ef) of 20%, mild pleural effusion, and ascending aorta dilation. During the first and second deployment attempts, the implant depth was greater than 10 millimeters (mm), and the valve was recaptured following each attempt. After the second recapture, cardiac arrest occurred. Subsequently, percutaneous cardiopulmonary support (pcps) was inserted, and the transcatheter valve was implanted. Following the implant of the valve, the aortic regurgitation improved and pcps was removed; however, mitral regurgitation worsened. Therefore, intra-aortic balloon pump (iabp) insertion was planned as a possible intervention. Following the implant procedure, the patient left the operating room under general anesthesia and was unable be assessed for paralysis at that time. Additional information was received that per the physician, one potential cause of the cardiac arrest was multiple blockages of blood flow by the pre-implant balloon dilation and recapture. The physician did not directly attribute the cardiac arrest to the valve or delivery catheter system (dcs), but the patient anatomy was considered a contributing factor due to the choice of a 34 mm size made it difficult to control implantation. The patient's medical history was a contributing factor to the cardiac arrest due to low cardiac function and heart failure complications. Iabp insertion was not performed. The severity of the worsened mitral regurgitation was moderate. The cardiac arrest resolved following the implant of the valve. The pcps was withdrawn and the patient was extubated the next day.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx valve; product ID evolutfx-34 (serial: (B)(6); product type: 0195-heart valves; implant date (B)(6) 2025; the codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant procedure of a transcatheter valve, a coronary artery bypass graft (CABG) was performed and the patient had pre-existing mild aortic regurgitation, moderate mitral regurgitation, type 1 bicuspid valve, ejection fraction (ef) of 20%, mild pleural effusion, and ascending aorta dilation. During the first and second deployment attempts, the implant depth was greater than 10 millimeters (mm), and the valve was recaptured following each attempt. After the second recapture, cardiac arrest occurred. Subsequently, percutaneous cardiopulmonary support (pcps) was inserted, and the transcatheter valve was implanted. Following the implant of the valve, the aortic regurgitation improved and pcps was removed; however, mitral regurgitation worsened. Therefore, intra-aortic balloon pump (iabp) insertion was planned as a possible intervention. Following the implant procedure, the patient left the operating room under general anesthesia and was unable be assessed for paralysis at that time.